Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to clear valid temperature alarms. Customer did finally successfully clear the alarm to address the issue. Customer¿s blood glucose level was 176 mg/dl.